Manufacturer narrative:
Device evaluation: photos were received for device analysis. The customer reported complaint was confirmed through visual inspection of photos. Since the physical device was not returned the probable root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No lot number was provided. Therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that abnormal bubbles were detected in the cuff. The tracheostomy surgical procedure was performed by doctor, and it was observed that the balloon exhibited overpressure. After the tracheostomy tube was removed and the balloon was reinflated, abnormal bubbling was detected. The tracheostomy procedure was carried out in the operating room. A pre-test had been conducted beforehand using by pressure gauze monitoring, and no abnormalities were detected at that time. The event occurred at hospital while in use with patient. The operator of the device was health professional. Sample picture was provided. The issue was resolved. The defected tube was replaced with a new product, and the installation procedure followed the standard operating procedure (sop). After a 24-hour evaluation, no abnormalities were found with the newly installed tracheostomy. There was no patient harm/adverse event reported.